Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2019).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with deep vein thrombosis. Approximately four months and twenty one days post filter deployment inferior vena cava gram was performed, it revealed that the filter titled. The device has not been removed after an unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with deep vein thrombosis. Approximately four months twenty one days post filter deployment inferior vena cava gram was performed, it revealed that the filter had titled. The device has not been removed after an unsuccessful per-cutaneous removal procedure.the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four months and twenty-one days later, venogram was performed. This demonstrated no evidence of thrombus in the filter; however, the filter was angulated, and the tip of the filter was embedded in the wall of the vena cava. Loop snare was advanced and tried to retrieve the tip of the filter, but they were unable to capture it. Then it was exchanged with trilobed ensnare and could not snare the filter. Glide wire was used, and multiple attempts were made to retrieve the filter, but all were unsuccessful. Therefore, the investigation is confirmed for alleged filter retrieval difficulties. However, the investigation is inconclusive for filter tilt. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate h10: d4 (expiry date: 05/2019), g4 h11: h6(result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.